Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. When lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in 2008. Should additional information becomes available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed.

Event description:
It was reported by the patient that she underwent tha in 2008. At about 12 months, post-op, she noticed a marked increase in the pain with limited mobility. Her surgeon recommended that the acetabular cup be revised for loosening, which procedure is scheduled.